Manufacturer narrative:
This report is submitted on (B)(6) 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia to explant the device (date not reported). The patient was re-implanted with a new device on the contralateral side.